Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient lost stimulation due to lead migration. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the lead was repositioned. Effective therapy was restored post operatively.